Manufacturer narrative:
The event occurred in china. It was reported that the error message 'eeprom' was displayed by the rotaflow during use. The affected rotaflow device was replaced with a backup rotaflow device, with no consequences for the involved patient. No harm to any person has been reported. A getinge field service technician investigated the rotaflow console (rfc) with s/n (B)(6) and replaced the ¿(B)(6)#rfc control board kit¿ (article number 701034051). After replacement the device was working as expected and cleared for clinical use. A device history record (DHR) review was performed on 2023-06-29. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. The investigation is ongoing. A follow up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china. It was reported that during patient treatment, the rotaflow console displayed the error message ¿eeprom¿. The rotaflow device was exchanged for a backup device without consequences for the patient. No harm to any person has been reported. Complaint ID (B)(4).

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
The event occurred in china during patient treatment. It was reported that the error message 'eeprom' was displayed by the rotaflow console (rfc). The affected rotaflow device was exchanged for a backup device, with no consequences for the patient. No harm to any person has been reported. A getinge service technician investigated the rotaflow console with serial number (B)(6). The technician confirmed the reported failure and replaced the "rfc control board kit" (part# 701034051). After the replacement the device is working as intended. The reported failure "eeprom error" was investigated by getinge life cycle engineering (lce): the most probable root cause could be identified as a read-/write-error in eeprom block ic9, which led to a complete failure since the eeprom would no longer pass its self-test. The most probable root cause for the read-/write-error is statistical component failure. Based on these investigation results the reported failure "eeprom error" could be confirmed. A device history record (DHR) review was performed on (B)(6) 2023. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.